Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the ventricular output connector was broken, one bail and one bail cover was missing, the attachment ring was bent, one bail was cracked, and the lower case was broken. (B)(4).

Event description:
It was reported that the device was not functional, no other information was available. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.